Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. As it was not possible to replicate the issue and the device obviously worked fine afterwards we marked this case as a no apparent adverse event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was not determined, though there could have been an asynchrony between the patient and the ventilator. This is also supported by the simultaneous adjustments to the trigger sensitivity and the ets. Therefore, the clinical situation may have caused some of the alarms, but it was not possible to determine the root cause of the reported situation. In consequence (correction) the ip esm board has been preventively replaced. There was no patient or user harm.

Event description:
Sometimes frozen screen, touch panel and p+t knob without function.